Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and competitor right atrial (ra) lead exhibited high out-of-range (oor) pace impedance (>2000 ohms). There was no noise associated with the oor impedance value. The physician will continue to monitor. No additional adverse patient effects were reported.